Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l3-l5 fusion where rhbmp-2 was mixed with autograft and allograft, and implanted at multiple levels. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: l4-l5 spondylolisthesis. Spinal stenosis. Low back pain. For which, patient underwent following procedures: posterolateral fusion l3-l4. Posterolateral fusion l4-l5. Posterior lumbar interbody fusion l4-l5. L4 laminectomy. L5 hemilaminectomy. Placement of prosthetic intravertebral device l4-l5 (9 x 22mm x 8 cage). Posterior spinal instrumentation l3-l5 with 5.2 x 45 mm screws at l3, 6.2 x 40 mm screw on the left at l4, 6.2 x 45 mm screw on the right at l4 (reduction screws), 6.5 x 45 mm screw on the left at l5, and 6.2 x 50 mm screw on the right at l5. L4-l5 reduction. Use of local bone. Use of corticocancellous allograft. Use of bone morphogenic protein. Per op notes: "at l4-l5 disk space, an ample amount of allograft augmented with local bone was placed bilaterally."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.